Event description:
It was reported that the patient presented for a leadless pacemaker (lp) firmware upgrade. During the upgrade, communication was lost. Upon re-interrogation, it was noted the device was in back-up mode. The device was restored successfully. The patient was stable.

Manufacturer narrative:
The reported complaint of vr lp in rom mode during a firmware upgrade was confirmed. The provided information was reviewed by abbott engineering and it was observed that the rom mode prompt was expected due to telemetry challenges during the firmware upgrade attempt. The device was performing as expected.